Manufacturer narrative:
It was reported by the hospital contact that it was hard to push the coil (src14030620/c19041) through the microcatheter (details unknown). When the doctor pulled out the coil he found the coil became filamentous. The product will be returned for analysis. Very limited information was received. The unidentified microcatheter and the rotating hemostatic valve (rhv) were not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was improperly handled for returned packaging or was further manipulated and/or inspected post-procedurally. Any trace evidence that may have been complaint related may have been altered or removed prior to being returned. As viewed through the returned packaging, unreported damage of the coil being severed and not returned was found. The circumstances of how and when the coil was severed and why the coil was not returned cannot be determined. Located 15.0 centimeters off the distal tip of the green introducer, unreported damage of the core wire protruding outside the sheath was found. No mechanical sheath damage was found at the protrusion site that would have opened up the skive. The circumstances of how and when this unreported damage occurred cannot be determined. The coil was unraveled out of the proximal soldered section of the coil. The proximal soldered coil section is still attached to the device positioning unit (dpu) via the detachment fiber. External force caused the coil to be severed from the soldered section. The circumstances of how and when this damage occurred cannot be determined. No material defects were found. No manufacturing defects were found. In addition, due to post-procedural handling, cleaning, and packaging, it cannot be determined if all the unreported damage found to the device occurred during the procedure. The complaint of the coil being hard to push inside the microcatheter and found damaged cannot be confirmed. The unidentified microcatheter and the severed coil were not returned, therefore no root cause or contributing factors can be associated to this field complaint. In addition, without the identification or the return of the unknown microcatheter, the rhv, and the severed coil used in the procedure, it cannot be determined if these components contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This is an initial/final report. (B)(4). Concomitant medical products and therapy dates: microcatheter (details unknown).

Event description:
The microcatheter (details unknown). When the doctor pulled out the coil he found the coil became filamentous. The product will be returned for analysis.

Manufacturer narrative:
Conclusion updated with additional information from affiliate received 3/25/2016: it was reported by the hospital contact that it was hard to push the coil (src14030620/c19041) through the body of the microcatheter (details unknown). When the doctor pulled out the coil he found the coil was stretched. The product will be returned for analysis. The procedure was delayed by changing to another microcatheter (details unknown). An adequate continuous flush was maintained through the microcatheter. Very limited information was received. The unidentified microcatheter and the rotating hemostatic valve (rhv) were not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was improperly handled for returned packaging or was further manipulated and/or inspected post-procedurally. Any trace evidence that may have been complaint related may have been altered or removed prior to being returned. As viewed through the returned packaging, unreported damage of the coil being severed and not returned was found. The circumstances of how and when the coil was severed and why the coil was not returned cannot be determined. Located 15.0 centimeters off the distal tip of the green introducer, unreported damage of the core wire protruding outside the sheath was found. No mechanical sheath damage was found at the protrusion site that would have opened up the skive. The circumstances of how and when this unreported damage occurred cannot be determined. The coil was unraveled out of the proximal soldered section of the coil. The proximal soldered coil section is still attached to the device positioning unit (dpu) via the detachment fiber. External force caused the coil to be severed from the soldered section. The circumstances of how and when this damage occurred cannot be determined. No material defects were found. No manufacturing defects were found. In addition, due to post-procedural handling, cleaning, and packaging, it cannot be determined if all the unreported damage found to the device occurred during the procedure. The complaint of the coil being hard to push inside the microcatheter and found damaged cannot be confirmed. The unidentified microcatheter and the severed coil were not returned, therefore no root cause or contributing factors can be associated to this field complaint. In addition, without the identification or the return of the unknown microcatheter, the rhv, and the severed coil used in the procedure, it cannot be determined if these components contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.